Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Endoscopy completed(B)(6) 2015 due to dysphagia revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Dysphagia reported to have originated in (B)(6) 2015. Laparoscopic removal of the entire linx device is planned for (B)(6) 2015 based on patient's schedule.

Manufacturer narrative:
Data received 09/03/2015 by manufacturer: endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015 after completion of patient's vacation. Loop cutter used to cut wires connecting beads of intact linx device to allow for removal. Remaining device planned to be removed laparoscopically at a later date. Patient condition reported as well following the explant procedure.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2014. Endoscopy completed (B)(6) 2015 due to dysphagia revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Dysphagia reported to have originated in (B)(6) 2015. Laparoscopic removal of the entire linx device is planned for (B)(6) 2015 based on patient's schedule.

Manufacturer narrative:
-Endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015 after completion of patient's vacation. -loop cutter used to cut wires connecting beads of intact linx device to allow for removal. -remaining device planned to be removed laparoscopically at a later date. -patient condition reported as well following the explant procedure. Data received 12/10/2015 by manufacturer: -laparoscopic removal of remainder of device completed (B)(6) 2015. -patient condition reported as well following the explant procedure. -device analysis conducted by torax medical engineering after product receipt of endoscopic removal. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined. -lot number #3280, serial number #(B)(4) corrected (numbers had been transposed). (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2014. -endoscopy completed (B)(6) 2015 due to dysphagia revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Dysphagia reported to have originated in (B)(6) 2015. -laparoscopic removal of the entire linx device is planned for (B)(6) 2015 based on patient's schedule.

Manufacturer narrative:
Data received 09/03/2015 by manufacturer: -endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015 after completion of patient's vacation. -loop cutter used to cut wires connecting beads of intact linx device to allow for removal. -remaining device planned to be removed laparosopically at a later date. -patient condition reported as well following the explant procedure. Data received 12/10/2015 by manufacturer: -laparoscopic removal of remainder of device completed (B)(6) 2015. -patient condition reported as well following the explant procedure. -device analysis conducted by torax medical engineering after product receipt of endoscopic removal. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined. -lot number #3280, serial number #(B)(4) corrected (numbers had been transposed).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation reported as (B)(6) 2014. -endoscopy completed (B)(6) 2015 due to dysphagia revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Dysphagia reported to have originated in (B)(6) 2015. -laparoscopic removal of the entire linx device is planned for (B)(6) 2015 based on patient's schedule.